Event description:
A neurosurgeon was going to drill a burr hole to insert an external ventricular drainage device in an ICU patient. When he tried to open the drill chuck to put the drill bit in the chuck, it would not open. This drill is brand new that came out of a new sealed cranial kit. A new kit was obtained and the drill from the second kit functioned properly. No harm to the patient. Manufacturer was notified of the incident.